Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior descending branch. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, a pinhole shape ruptured around the proximal part of the balloon upon first inflation at 6 atmospheres for 15 seconds. The device was removed without any problem and the procedure was completed with a different device. No patient injury was reported, and the patient is in good condition after the procedure.